Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: console device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not working when connected to console was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had worn internal components, foreign substance/debris/cleaning/sterilization and a cosmetic damage worn. It was further determined that the device generated heat and excessive noise. It was further determined that the device failed pretest for temperature assessment and noise assessment. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the motor drive device was not working when connected to the console device. During service and evaluation, it was observed that the device generated heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.